Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. Once on site, the stm was informed that the intra-aortic balloon (iab) ruptured during the event and there was blood back into the iabp unit. The stm replaced the contaminated parts (purge valve assembly, blood detect tubing, crm assembly and safety disk assembly). The unit passed all calibration, function and safety tests that were performed. The iabp unit was returned to the customer and cleared it for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced autofill failures. There was no patient harm or adverse event reported.